Event description:
It was reported that during a planned in-clinic follow up, the pacing impedance was below the lower limit and the lead appeared to be externalized. No other electrical issues were noticed. The ICD will be monitored by remote transmission. The patient was in a good condition afterwards.

Manufacturer narrative:
Remedial action type: correction is to leave "patient monitoring" blank.